Manufacturer narrative:
Pump received with no button response due to corroded keypad traces.no button error alarm during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. Customer also indicated that there is a black circle on the display screen. Customer's blood glucose was 165 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.